Event description:
It was reported that there was a telemetry problem with the device prior to use. The connection via the programmer head could be started but no connection via wireless telemetry was possible. There was no patient involvement and the device was returned for analysis.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).